Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was changing its time up to 4 minutes each day. Reportedly, customer consistently resets the time to maintain the correct time. There was no reported impact to customer's blood glucose level.